Manufacturer narrative:
This report is being filed due to an alleged fire incident that we could not investigate so far. We are reporting to the FDA out of an abundance of caution. The product has been requested and an investigation will be conducted upon its arrival.

Event description:
Consumer reported that toothbrush handle exploded in hand. No injury was reported.

Event description:
Consumer reported that toothbrush handle exploded in hand. No injury was reported.

Manufacturer narrative:
13-sep-2021 product investigation results: product return was received and investigated. Investigation results confirmed that the melted area on housing of the handle has been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA.